Event description:
It was reported the insulin pump had a cracked in it and customer has been experiencing high blood glucose. Customer's blood glucose was 28 mmol/l, treated with manual injections. The damage was on the top right hand corner of the screen on casing not screen. Customer was unsure how damage occurred since it had a silicone cover case, hasn't been dropped or bumped. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched liquid crystal display window, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.